Event description:
Trying to remove tampon from body [foreign body in reproductive tract]. One defective tampon, tampon did not have a string [device physical property issue]. Difficult to remove (retained) tampon without the string [complication of device removal]. Consumer reported via e-mail that tampon did not have a string. No serious injury was reported. [10-may-2021]: no failure could be identified as a result of the investigation by the manufacturer.

Event description:
Trying to remove tampon from body [foreign body in reproductive tract]. One defective tampon, tampon did not have a string [device physical property issue]. Difficult to remove (retained) tampon without the string [complication of device removal]. Case description: consumer reported via e-mail that tampon did not have a string. No serious injury was reported.